Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm vista volux into the wrinkles between eyebrows. A touch up injection of more volux was done 11 days later. Patient experienced a vascular embolism. Hyaluronidase was injected 11 days later. 8 days later, ko light treatment was conducted at the site of the embolism. It was noted the scab had peeled off, pigmentation remains, and the condition is ongoing but improving.